Event description:
Caller states patient tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer